Event description:
Patient injected insulin and measured glucose for a meal (value not given). Measured 400 mg/dl before bed and corrected even though he did not have symptoms that matched the reading. He suffered a hypoglycemic event at night. His wife then injected him with glucose.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Insulin could have contributed to the patient's hypoglycemia.